Event description:
Before needle got used on patient the nurse checked it and found that the stylet could not be removed very easily. They did not use the needle and used a new needle on the patient. Device intended to be used in the assistance of embryo reproduction which is considered off label use.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report following lab evaluation, additional information and investigation conclusions, there was no potential for serious injury if the malfunction were to recur. Lab evaluation complete on (B)(6) 2022: visual inspection: distal end of needle examined no issue observed. Needle removed the device and proximal needle kink observed below the sheath extender functional inspection: sheath extender able to advance and retract with slight difficulty. Needle handle able to advance and retract without issue. Stylet removed and reinserted with slight difficulty confirmation and clarification received (B)(6) 2022 that this device was not used in relation to embryo reproduction. Device was used on label.

Manufacturer narrative:
This report is being submitted as a cancellation report following lab evaluation, additional information and investigation conclusions, there was no potential for serious injury if the malfunction were to recur.